Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The only observed issue was a top case broken and a worn-out left plunger case. Those two parts were replaced, pump was recalibrated and passed all performance verification tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor rate error. There was no patient involvement, no patient injury was reported.